Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the cartridge leaked from the bottom of the canister. Reportedly, the customer believed that she punctured a hole in the insulin bag causing the leak. A new cartridge was successfully loaded to address the event and insulin delivery was resumed. Blood glucose was 171 mg/dl.